Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level with an unknown cause. Bg value was not provided. Bg was treated by administering a manual injection. Reportedly, the issue was resolved after completing a supply change.